Event description:
It was reported that, this pacemaker was explanted and replaced by a non-boston scientific product due to being operating in safety mode. No additional adverse patient effects were reported.